Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on(B)(6) 2026. On(B)(6) 2026, it was reported that the patient reported experiencing symptoms consistent with hypoglycemia, including shakiness and disorientation. At the time of the event, the dexcom cgm displayed glucose readings of approximately 100 mg/dl. Due to concern regarding the symptoms, the patient performed a fingerstick bg, which measured 43 mg/dl. In response to the low fingerstick bg value, the patient self-administered a "glucose shot"; however, the specific product, dose, and route of administration were not provided. The patient reported that symptoms resolved approximately 20 minutes later and that she began feeling better. The patient did not seek medical attention or contact a healthcare provider, as she felt stable following self-treatment. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ per medical review, this would constitute a serious adverse event as there was a medical intervention (glucagon injection). Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.